Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis revealed the fiber is broken and kinked within the white tubing at 4 inches from the control knob, between the connector and control knob. The fiber tip does not exhibit signs of usage or breaks/fractures. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. Based on the product investigation, body fiber break is confirmed. It cannot be determined if excessive bending occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the returned device revealed, the fiber is broken. There was no patient injury to the patient.